Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. However, corroded battery tube noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and passed out. Customer¿s blood glucose reading at the time of incident was 39 mg/dl. Customer stated that the insulin pump had cracked and batteries were lasting only for two days. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the insulin pump was in manual mode at the time of incident.